Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (15 mg/ml at 2.874 mg/day) via an implanted pump. It was reported that the patient had a headache and they decided it was due to a dura/csf (cerebrospinal fluid) leak. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The patient was taken in for exploratory surgery and it was found that the anchor was not in the fascia. During the procedure, the anchor was repositioned, and a purse string was tied around the anchor to close the [dural] tear. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.